Manufacturer narrative:
See d4 expiration date, h4 and h11. Complaint has been evaluated and is similar to 1644408-2023-00951; 600-15-100, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to pain and loosening.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.